Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that there were 2 times that the patient could not void. He kept trying but it just started to burn instead of voiding. He was also having burning when he tried to have a bowel movement. No device issues were reported.